Manufacturer narrative:
The report of a pump stoppage was confirmed based on the information contained in the log file retrieved from the returned system controller; however, a correlation between the device and the events captured in the log file could not be determined. The system controller was functionally evaluated and the investigation determined that the system controller was operating as expected. A full functional test was performed and the system controller passed all test steps. All audio and visual signals were verified during the test. The system controller operated for an extended period of time while connected to a mock circulatory loop and the atypical events recorded in the log file were not reproduced. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller sounded an intermittent beep while being powered via power module. The patient changed power sources to batteries, and the intermittent beep reoccurred. The patient stated that he no longer saw a green light on the system controller. The patient was reported to be asymptomatic. The patient went to the emergency department. Interrogation of the system controller revealed no external power and low voltage alarms. X-rays of the driveline, including chest x-rays appeared to be unremarkable. The system controller was exchanged and no further alarms have been reported since the system controller exchange. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 1 year, 4 months. The device is expected to return but has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.